Event description:
It was reported that patient underwent a rotator cuff repair utilizing anchors in 2009. During the procedure, two anchors fractured and the tip of one remains in the patient. There was no significant delay to the procedure as a result.

Manufacturer narrative:
Model# - should have been 1388tc/46.. Final analysis found that the proximal insulation was abraded at 20.5 cm from the connector pin due to clavicular crush, the proximal coil was exposed in the same area, which could cause the noise problem.

Event description:
It was reported that the lead was sensing noise. The lead was explanted and replaced.

Manufacturer narrative:
Device evaluation anticipated, but not yet begun.